Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had ramping numbers when the up/down arrow buttons were pressed during a bolus for carbohydrates. The caller also observed a crack in the battery compartment. The customer's blood glucose was 458 mg/dl. The customer only treated with the insulin pump so far. The customer advised that she would contact her doctor for instructions on treating with manual injections. The caller stated that the customer was attempting to program the carbohydrates bolus when the keypad issues occurred. The caller did not observe any significant events leading to the keypad issues. They were unsure how the damage occurred to the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, broken battery tube threads and a missing end cap sticker.